Manufacturer narrative:
This report is submitted on (B)(6) 2018.

Event description:
Per the clinic, it was reported that after 5 years of non-use the device was reactivated. Subsequently, the patient experienced intermittencies with the device. Troubleshooting did not resolve the issue. The implanted device remains and the patient is being clinically managed by the health care provider.